Event description:
It was reported that the patient died on (B)(6) 2013 reportedly due to a heart attack. It was unknown if it was related to the device. It was reported, the devices were being removed in order to cremate. It was stated that the patient had pneumonia 1-2 weeks prior to the patient death on 2013 (B)(6). Additional information reported that the patient's cause of death was due to acute myocardial infarction. No indication death was device related.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 377760 lot# v012045, implanted: 2007 (B)(6); product type lead product ID 3550-29; product type accessory product ID 37742, serial# (B)(4); product type programmer, patient product ID 377760 lot# v012045, implanted: 2007 (B)(6); product type lead. (B)(4). Analysis of the implantable neurostimulator (B)(4) found the ins was functionally okay with insignificant anomalies. Analysis of the lead v012045 found the proximal end conductor was broken and the placement of the setscrew appeared to have contributed to the conductor break. Further analysis of the lead showed no output on the #1 circuit and there were no shorts in dry conditions. Analysis also revealed there were set screw impressions between the #0 and #1 connector near the same location as the #1 conductor break. Analysis of the accessory boot plug found no anomaly. Analysis of the patient programmer (B)(4) found no anomaly and communicated correctly with the ins returned with it.